Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully. No adverse consequences or medical intervention were reported. The user facility was not able to provide information on the length of the delay.

Manufacturer narrative:
The reported event of heat was duplicated by the service technician through functional evaluation. Upon disassembly, the technician observed internal corrosion.

Event description:
The user facility reported that the device overheated during a procedure.the procedure was completed successfully. No adverse consequences or medical intervention were reported. The user facility was not able to provide information on the length of the delay.